Manufacturer narrative:
The returned liberty cycler was subjected to a system air leak test, and a valve actuation test, an internal visual inspection, a simulated treatment test and mushroom head checks. The returned liberty cycler passed all inspection and tests. Per the fmc pharmacovigilance physician: peritonitis is typically due to touch contamination of the peritoneal dialysis catheter/tubing connection and not attributed to the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
The pt's wife called tech support from home requesting assistance bypassed into fill 2 of his treatment. During the call she had mentioned that he was recently in the hospital for peritonitis. Tech support provided the information and the treatment was successfully bypassed into fill 2 with the pt being able to continue with his treatment.